Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant falsely low crea_2 result was obtained on a patient sample. The customer stated that quality controls were within range on the day of the event. Siemens determined that the cause of the discordant, falsely low crea_2 result was due to performing a manual request without a dilution factor and calculation. Additionally, the customer stated that there have been no further issues. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer obtained a elevated creatinine_2 (crea_2) result on a patient sample on an advia 1800 instrument. The initial result was not reported to the physician(s). The sample was manually diluted (1 + 10) and repeated on the same instrument, resulting in a discordant, falsely low result. The discordant result was reported to the physician(s), who questioned the result. A manually diluted (1 + 10) sample from the patient was repeated on the same instrument, resulting higher than the discordant result. The second repeat result was reported, as the correct result, to the physician(s). The sample was repeated multiple times (both undiluted and diluted) on the same instrument, resulting acceptably. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low crea_2 result.